Event description:
It was reported that this left ventricular (lv) lead dislodged and presented a lack of capture after the patient suffered a fall. This device was explanted, and a new lead was implanted. No additional adverse patient effects were reported.